Manufacturer narrative:
Concomitant medical products: dvfb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture of the right ventricular (rv) lead was confirmed. There were impedance warnings triggered as the rv lead exhibited high pacing impedance and high rv coil impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.